Event description:
During a clinical trial sponsored by bwi, a patient received a cardiac ablation index procedure for atrial fibrillation on (B)(6) 2023 including the use of a qdot micro catheter. On procedure day (B)(6) 2023, patient experienced cardiac tamponade, categorized as serious with in-patient or prolonged hospitalization requiring medical or surgical intervention of pericardial drainage. Hospital admission (B)(6) 2023 and patient discharged (B)(6) 2023. Relationship to study device is not related but relation to primary study procedure is causal relationship. The event is expected/anticipated and the outcome is recovered/resolved on with end date of (B)(6) 2023. The database has surgical intervention marked and clinical understanding is that the pericardial drainage medical intervention occurred during procedure. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).